Manufacturer narrative:
(B)(4). Date sent: 2/12/2020. Batch #t9284d. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, an alert screen saying to return to prerun test automatically appeared, and the inner core of the handle was broken. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2020. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. No unexpected ready to pre-run test issue was observed at any time as reported. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue.